Manufacturer narrative:
(B)(4) - vision, impaired. Lens not returned.

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The patient is complaining she can't see well and the surgeon noted the icl is touching the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.